Event description:
Procedure type: kidney/adrenal gland; patient gender is unk. According to the reporter: the balloon exploded, soon after insertion. The surgeon reported that no pieces could be found, and is unsure if pieces remain in the patient. The operating time was extended less than 30 mins and incision was not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported, and is currently in well condition. No further patient details were available.